Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Blood glucose value at the time of the admission was 600 mg/dl; treated at the hospital with manual insulin injection. Customer experienced vomiting and weakness. Customer was wearing the insulin pump at the time of the incident and was disconnected during hospitalization; the doctor tried to reconnect the insulin pump but her blood glucose went back up. It was stated that it seemed like insulin was leaking from the bottom of the reservoir; leak past the 2 o-rings and was visible on the reservoir compartment. It was stated the drive support cap in the insulin pump is recessed and the tubing on the infusion set had no air bubbles. Current blood glucose was 206 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). (B)(4) analysis evaluated 1 opened or used reservoir and checked o-rings or stopper groove for anomalies; none were found. Ran basal and bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into insulin pump. Reservoir did not leak and not occluded. See manufacturer report number 2032227-2014-42285 under the insulin pump.